Event description:
Patient presented to the physician with a burning sensation at the ipg site and ipg with mobility. Physician brought the patient into the or, opened the pocket, and placed the ipg down into the pectoral muscle from the tissue on the right side.